Manufacturer narrative:
]The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 18ob3999 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC line appeared frayed, it was kinked and "caused some issues for a patient." No additional information was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed to be use related. One 4.5 microintroducer was returned for investigation. The microintroducer was observed to be peeled. An even peel appeared to have occurred between the orange tabs. Use residue was observed. The distal tip was observed to be deformed. Microscopic observation of the tip of the microintroducer in comparison with a non-complainant sample revealed similar characteristics of the form of the distal end. Crimpling of the grey sheath was present near the distal end of the microintroducer. This is indicative of the sheath being advanced against resistance. The IFU states, ¿caution: do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding¿ and ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿ based on the condition of the returned sample, possible contributing factors include advancement of the microintroducer against resistance and rough transition. As no indications of a manufacturing related issue being a contributing factor was present, the complaint is confirmed to be use related. A lot history review (lhr) of 18ob3999 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC line appeared frayed, it was kinked and "caused some issues for a patient." No additional information was reported.